Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7233874 medical device expiration date: na device manufacture date: 2017-09-26 medical device lot #: 7121992 medical device expiration date: na device manufacture date: 2017-06-22 (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 7233874 and 7121992. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7233874. All inspections and challenges were performed per the applicable operations qc specifications. This batch was manufactured before expiration dates were printed on packaging. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7121992. All inspections and challenges were performed per the applicable operations qc specifications. This batch was manufactured before expiration dates were printed on packaging. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was missing the expiration date. This was discovered before use. The following information was provided by the initial reporter: material no:328466 batch no: 7233874 & 7121992. It was reported that the pharmacy noted two boxes of syringes without expiration dates.